Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device not functioning properly. When the pump was pushed, there was no inflation of the cylinders. There were no patient complications reported.

Manufacturer narrative:
Date of explant is an approximate date. Despite good faith efforts, no further information is available. Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. The pump was microscopically inspected, and the poppet rod was found to be misaligned resulting in water being unable to pass through the cylinder kink resistant tubing. Functional testing was not performed due to the poppet rod misalignment. Based on the information available, the reported allegations were confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device not functioning properly. When the pump was pushed, there was no inflation of the cylinders. Surgical intervention took place to explant the pump. There were no patient complications reported.